Manufacturer narrative:
This report is submitted on september 12, 2023.

Event description:
Per the clinic, the patient experienced burning sensation and subsequently was treated with antibiotics (specific type, date and duration not reported).